Event description:
The customer tested her blood glucose and received a contour reading in the 300's (mg/dl). She retested using another meter and received a reading in the 100's (mg/dl). The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer was advised to return her test strips for evaluation. Replacement test strips and a new meter were sent to the customer.